Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the dimple which indicated which way the coude tip was facing was misaligned. No medical intervention was reported. The complainant advised via phone on (B)(6) 2019 that he was still able to use the catheter and insertion was not painful. However, the misaligned catheters felt "weird" going in.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the dimple which indicated which way the coude tip was facing was misaligned. No medical intervention was reported. The complainant advised via phone on 21-mar-2019 that he was still able to use the catheter and insertion was not painful. However, the misaligned catheters felt "weird" going in.